Event description:
A portion of the carbon fiber implant was broken off during insertion. This occurred after the doctor tried to move the cage between l4 and l5 with the insertion instrument. The piece was removed from the patient and the cage left in place. There were no adverse consequences to the patient. As a compromised implant was left in vivo an MDR is being filed to document this event.

Manufacturer narrative:
Cage was left implanted and the broken fragment not returned. No conclusions can be made at this time. The most likely cause of the event is atypical force placed on the cage during insertion. This type of event is not unanticipated and the instructions-for-use (IFU) supplied with the device warns against the use of atypical force.